Manufacturer narrative:
Evaluation: results: two leads were returned. Visual analysis noted minor discoloration on the stimulation end of lead "a". Functional testing observed that both leads had multiple open channels. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) did not feel paresthesia even when the amplitude was increased. Diagnostic tests showed both surgical leads exhibited invalid impedance measurements on multiple contacts. The physician decided to explant and replace the leeds with a different model on (B)(6) 2011. Effective stimulation was reported postoperative. No further patient complications were reported.